Manufacturer narrative:
(B)(4). Upon further review, it was determined the suspect architect reaction vessel lot#, 69435p100, was in use at the customer facility.

Event description:
During a procedure, a crack found on the hub of the cypher select plus (crb18250) when the physician was ready to release the stent. Another stent delivery system was used to complete the procedure. There was no injury to the patient. The product will be returned for analysis. There were no anomalies noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the package by the hub and there were no anomalies noted at that one time. The device was prepped according to the IFU. There were no difficulties experienced flushing the device nor connecting the hub to the indeflator. The manufacturer of the indeflator is unknown. There were no anomalies noted to the device during or after the device was prepped. There were no anomalies noted while pulling negative pressure. The device was unable to inflate due to the anomaly was noted. Then the anomaly. Sixteen atms were used to inflate the device before the anomaly was noted. When the anomaly was noted, the gauge on the indeflator loss pressure. There was no injury to the patient at this time. Pressure was maintained for 1-2 seconds before the anomaly was noted. The stent was not partially expanded. The device was removed from the patient by pulling the device inside of the guiding catheter. The device was removed from the patient without complications. There was no resistance met while withdrawing the device.

Event description:
The account is unable to obtain accurate patient results due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. The issue affected several assays and it's assay specific. The issue resolved by replacing the reaction vessel cells with another lot (68007p100). No impact to patient management was reported.

Event description:
It was reported to baxter (B)(4) that the reservoir of a infusor two day device ruptured during patient use. The device was filled with 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.